Event description:
The rf head was returned and analyzed due to the associated device and subsequently tested out of specification. It was reported a disk became lodged in the disk drive. It was removed, but upon insertion of another disk and attempting to save a file to this disk, an error arose, and the file could not be saved to disk. Tested out of spec at the manufacturer. The rf head was returned and analyzed due to the associated device and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the rf head cable tested out of electrical specification.